Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) level ranging between 342-343 mg/dl and 0.5 mmol/l ketone level; suspected cause was insulin not delivering as intended as the customer's bg decreased to 299-300 mg/dl after administering a manual injection. Customer was admitted to the emergency room (ER). A system check was performed and the pump performed as intended. The infusion set cannula was observed and no damage was noted. Customer's bg was 119 mg/dl and customer was discharged from ER. Reportedly, customer continued to use the pump for insulin therapy.